Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display, beep anomaly and stuck button alarm. Customer¿s blood glucose level was 143 mg/dl. Customer stated that the insulin pump was beeping and the red light was flashing, but nothing came up on the screen. Customer was advised to revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No missing segments, partial display, audio alert anomaly or stuck button alarms noted. Device passed self test and displacement test. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.